Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was showing signs of worsening heart failure and was admitted to the hospital. Waveforms and log files were submitted to the MFR. A chest x-ray was taken showing that the pump appeared to have migrated. The echo revealed that the inflow was up against the left ventricular wall. Pump flows, power and pi were normal with no alarms. The surgeon was concerned about right ventricular failure used diuretics to pull volume off the patient. In addition, the surgeon contacted other vad surgeons to consult on the cases. The patient's right ventricular numbers were improving and a pump exchange was planned. The pump exchange from one lvad to another lvad took place and no further events have been reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The pump was returned assembled with the percutaneous lead severed approx adjacent to the reinforcing sleeve/boot and the remainder of lead was not returned. The inlet and outlet cannulae were not returned, therefore no conclusion could be made about the positioning of the inflow graft. The distal-side of the outlet stator revealed evidence of a deposition in the pump. The examination of the outlet stator revealed a thrombus formation surrounding the bearing ball that presented areas with heat denaturing. The origin of this thrombus could not be determined although the areas with denaturing suggest that it was present in the pump during operation. This thrombus was occluding the blood path and would have affected flow, potentially leading to functional issues. The eval also included reassembly and cleaning of the pump as well as connecting it to a mock circulatory loop in order to conduct functional testing. The pump was operated for a 24 hour period and it functioned as intended during all testing. The pump bearings were removed from the stators and rotor bores, cleaned, and examined for any defects or anomalies and were unremarkable. No further info is available. The MFR is closing its file on this event.